Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The review revealed no rework was conducted and no concessions/deviations related to the issue were identified. The hdf-3500 passed ¿out qat¿ from heartsine technologies on the (B)(6) 2019. Upon receipt, the device could not be powered on with the returned pad-pak, as per the reported fault. Inspection within the pad-pak revealed the fuse had broken off one of its cell welding terminals and was being loosely secured in place by its heat shrink sleeve. This had resulted in a poor connection from the batteries to the device. Upon replacement of the fuse, the device was powered on without fault. This confirmed the reported failure was due to the damaged fuse. Information from the device memory showed the pad-pak was first installed on the (B)(6) 2019, but there were no further log entries until the date of complaint on the (B)(6) 2019. This would indicate the failure had occurred around the date of installation. The damage to the fuse welding terminal would indicate the fuse had been damaged during manufacturing/assembly and shall be further investigated under nc. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new hdf-3500.

Event description:
During installation the red status indicator and beep error sound and does not stop. Device does not switch on. There was no patient involved in this event.